Manufacturer narrative:
The customer runs free psa samples the day they are received. Qc was within the customer's established ranges prior to and after the event. A routine system check performed on (B)(6) 2011 passed within instrument specifications. A field service engineer went on-site (B)(6) 2011. Fse verified the main pipettor to reagent carousel alignment. Fse performed a 20 replicate precision test for each of the 3 qc levels and all results were well within the instrument and assay specifications. Fse did not note any hardware issues which would have contributed to this event.

Event description:
1. Psa results for 80 patients generated by the access immunoassay analyzer during one batch run that did not match the patients' other laboratory results. Per customer, hybritech psa testing was performed at the same time on the same patients and gave results. Subsequent testing produced higher results that better matched the patients' hybritech psa results. No reports of death, injury, or change to patient treatment have been reported in connection with this event.